Manufacturer narrative:
A system service check of the mark 7 arterion injection system was completed on april 3, 2020 which confirmed that the injector was operating within bayer specifications. The arterion disposable that was in use during the alleged incident was discarded by the site; however, they were able to provide a lot number for the arterion disposable syringe. The testing of a retained sample is pending. Once the evaluation is completed, a follow-up report will be submitted. The offer of additional applications training has been accepted by the customer and will be scheduled.

Event description:
The customer reported the following: a (B)(6) year old male patient was undergoing an endovascular aneurysm repair (evar). During the procedure, the patient purportedly suffered an air injection while connected to the arterion injection system. Upon review of the images, the physician observed an undisclosed amount of air within the vasculature after which the patient was transferred to another facility for further treatment. The current status of the patient is unknown.

Manufacturer narrative:
Bayer product analysis received and examined a retained sample of the arterion syringe kit, lot number 8411765. Functional testing of the retained arterion syringe kit concluded that the disposables performed to specification with no problems observed. Additional applications training was provided on april 24, 2020. The arterion injection system operation manual cautions the user as follows: purge all air from syringe and disposables before connecting or injecting to patient. Before arming, the system prompts the operator to confirm that air has been purged from the syringe and disposable set. Once in the armed state, the system will not prompt the operator to check for air unless the operator performs an action that may introduce air. It is the operator's responsibility to successfully purge all air from the system. The purged air confirmation icon displays on the display control unit after the operator confirms air is expelled from syringe and disposable set. This information does not constitute an admission that the device, the company or its employees caused or contributed to a reportable event.